Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the atrial lead exhibited noise which led to inappropriate mode switches. Other electrical values were normal. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Event description:
New information indicated that the lead continued to exhibit noise. Chest x-ray was performed. The physician decided that intervention was not necessary. The patient would continue to be monitored.